Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was noted to be dislodged resulting in phrenic nerve stimulation. The lead was explanted and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2015-00515.